Manufacturer narrative:
Lot number of device used by patient ins unknown; manufacturer is unable to perform product evaluation.

Event description:
Our office reported that a female patient experienced a red and sore left eye following use of complete moistureplus. Patient consulted a doctor and was diagnosed with keratitis. Patient was treated with an antibiotic and has recovered.